Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the hypotension, perforation and pericardial effusion could not be definitively determined based on the information available. There was no ivl device malfunction reported. The investigator deemed the event serious and severe, indicating a causal relation to the study procedure but not to the device itself. The medical monitor assessed the event as not unanticipated, correlating it with the procedural intricacies, and identified it as possibly related to the study device. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
The subject patient is an 82-year-old female, "subject (B)(6)", enrolled in the study entitled, "shockwave lithoplasty compared to cutting balloon treatment in calcified coronary disease - a randomized controlled trial (short-cut)". On (B)(6) 2025, the subject was presented with stable angina and subsequently underwent a percutaneous coronary intervention utilizing intravascular lithotripsy in the proximal right coronary artery (rca). The procedural details include various interventions such as intravascular ultrasound (ivus) assessments, rotational atherectomy, balloon inflations, and stent deployments. Notably, there was a small perforation caused by the sion black guidewire which was successfully sealed with a 2.0 x 4 mm axium coil. Following the procedure, the patient exhibited hypotension, and an echocardiogram revealed a pericardial effusion, which was drained successfully through subxiphoid pericardiocentesis, removing a total of 200 ml of sanguinous fluid. Pre-procedure thrombolysis in myocardial infarction (timi) flow was assessed at 0 with 100% stenosis which improved timi flow iii and 0% stenosis post-procedure. The patient was admitted to ICU for observation and was discharged on (B)(6) 2025, with the event considered resolved. The investigator deemed the event serious and severe, indicating a causal relation to the study procedure but not to the device itself. The medical monitor assessed the event as not unanticipated, correlating it with the procedural intricacies, and identified it as possibly related to the study device.